Manufacturer narrative:
On (B)(6)-201, qa spoke to the customer who stated that biomed from the customer's laboratory came in on the same day of the issue and replaced the obstruction detector. This issue has been resolved. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report cartridge chemistry (cc) obstruction transducer leaked fluid as going down the sample wheel. A customer technical support (cts) advised the customer to flush cc sample probe and perform cc probe cleaning procedure. Cts followed up with the customer who stated fluid is leaking from the modular chemistry transducer area as the customer attempted to home the lx20 instrument. No injury or exposure has been reported in association with this event.